Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It reported that the insulin pump alarmed button error and the button are unresponsive. The battery was changed but issue persists. The device was not dropped or bumped and buttons were not pressed for longer than 3 minutes. Blood glucose value is unknown.